Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen-unreadable issue was verified, but the touch screen - cracked/shattered/scratched, issue could not be verified. The information will be used for tracking and trending purposes.